Event description:
Vilex implantable tray: the insertion tool broke off the impactor plate when the shallot mallet was used to drive the implantable nail. This also caused the insertion tool locking mechanism on the rod piece to become jammed and unable to unscrew.